Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically error 42, related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a complete pump reset, after which the cgm error code did not appear again, allowing the customer to successfully start their sensor session.